Event description:
The reporter stated that the nusite allowed fluid to leak back through the entry port. No patient injury or treatment was associated with this event. This was reported to medex medical by the hospital.